Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Testing on retained test strips were performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while testing on the adc meter. On (B)(6) 2021, the customer received sensor scans between 140 mg/dl and 120 mg/dl were obtained and the customer experienced feeling warm and "almost dying". The customer was rushed to the hospital where unspecified higher glucose values were obtained. The customer was in a hurry and refused to continue to troubleshoot and hung up the call. No further information was provided. There was no report of death or permanent injury associated with this event.